Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. On (B)(6) 2018, the patient reported that ¿for the last 6 months, when I go to get my pump refilled, there is too much remaining in the pump.¿ a manufacturer¿s representative (rep) was requested, but so far no show. The patient was requesting the someone check the pump. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. More drug was being aspirated from the pump during refills then expected and the patient and healthcare provider were concerned. The issue was recurring since implant.